Manufacturer narrative:
Complaint investigation still in progress. Suspect sample has not yet been returned to sheffield pharmaceuticals.

Event description:
Patient stated that she used the denture adhesive and had allergic reaction and much of her face swelled. She seek medical attention.